Manufacturer narrative:
(B)(4). The device history review for the product broken parts - clip - info not provided lot# 73f1900347 investigation did not show issues related to the complaint.

Event description:
It was reported that (B)(6) 2020, the patient was under general anesthesia after laparoscopic radical resection of the left kidney. Perrenal adhesion lysis was performed. After the exploration of the great vessel crisis the abdominal cavity was catheterized and drained. When the hem-o-lok clamp was used to clamp the venous vessel it was suddenly broken.